Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. As per srt, 43 degree-celsius over-temperature thermostat is out of specification. Replacement of thermostat would resolve the issue.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the unit fails over-temperature safety test. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The "h20 > 42 alarm" functions, but the mercury thermostat did not prevent overheating in the case of the software failure. The service repair technician (srt) replaced the mercury thermostat. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.